Event description:
Pt underwent a re-exploration and decompression of l3-s1 using the baxano io-flex system on (B)(6) 2011. After the initial improvement of symptoms, the pt complained four days postop (B)(6) of worsening back and right sided leg pain with mild weakness of dorsiflexion. Mr imaging revealed an epidural hematoma at l4/5. The hematoma was surgically evacuated and a drain was placed. No ongoing bleeding or csf leak was observed during the operation. The pt underwent acute rehab from (B)(6). As of (B)(6), the pt still has bilateral lower extremity pain, right greater than left, but is improving.